Event description:
Customer called to report that the insulin pump alarmed a program alert during basal and normal use. Customer stated that the alarm cleared with the esc and act buttons. Customer's blood glucose reading was 119 mg/dl. Assisted customer with programming the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unexpected blank display during count up; the problem is isolated to the mother board. Unable to verify e15 due to blank display. The insulin pump has cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.